Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot identified no other incidents reported from this lot. All available information was investigated and the reported difficult to remove appears to be related to user technique/procedural circumstances. The reported surgical procedure and removal of foreign body were a result of case-specific circumstances as a cut-down procedure was performed to remove the clip delivery system and the steerable guide catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient was in stable condition postoperatively. No additional information was provided. Concomitant medical products: mitraclip system, clip delivery system, 3 previously implanted mitraclips. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system referenced is filed under a separate medwatch MFR number.

Event description:
This is filed to report that during removal of the steerable guiding catheter, resistance was felt with the anatomy. A cut down procedure was performed to remove the device. On (B)(6) 2016, the initial mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Three clips were implanted, reducing the mr to 2. On (B)(6) 2016, a second mitraclip procedure was performed due to progression of disease. The initial clips were confirmed to be stable on the leaflets. Due to the disease, there was a new flail on the lateral side of the implanted clips, and the mr had increased to 4. Clip delivery system (cds 60208u116) was advanced to the left atrium; however, while steering down to the valve, the patient became hypotensive and a pericardial effusion was observed. The procedure was aborted with no clips implanted and the patient was moved to surgery to treat the effusion. In surgery, fluoroscopy was not available and during removal of the cds into the steerable guide catheter (sgc), the clip became caught on the tip of the sgc. Both devices were removed into the femoral vein but resistance was felt with the anatomy and a cut-down procedure was performed to remove the cds and the sgc from the vein. There was no damage noted to the tip of the sgc. During surgery, a hole was observed in the superior vena cava. The surgeon confirmed that the transseptal access sheath caused the hole, which resulted in the pericardial effusion.